Manufacturer narrative:
This report is submitted on (B)(6) 2016, by (B)(4).

Event description:
Per the clinic, the patient experienced tenderness at the abutment site and subsequently was administered topical antibiotics (date and duration not reported).